Event description:
It was reported that balloon ruptured occured. The 100% stenosed target lesion was located in the severly tortous and severly calcified right coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced for dilatation. However, during the third inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a threader balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen, contrast and blood in the balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for one day to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon ruptured occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced for dilatation. However, during the third inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.